Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt expired at home. The pt's family reported that the pt's father checked on the pt at 7:30am and she was asleep, and a few hours later, the mother found the pt uncovered in bed, sprawled out, and blue. There were no pump alarms and "nothing was lit up" on the system controller. Ems was called and they changed the pt to battery power and the controller "lit up" again. The pt's father stated that later in the day, he tested the power base unit (pbu) and claimed that when he unplugged the pbu, the ac fail light did not light up and that it did not alarm. He stated that when he plugged the pbu back in, the low battery light lit up on the pbu. The pt was pronounced dead in her home and medical personnel disconnected the system controller after she was pronounced dead. It was also reported that the pbu cable had some type of compromise approx 2 inches from the y connector of the pbu cable.

Manufacturer narrative:
The MFR is attempting to acquire the pbu cable and all other lvas equipment related to this event for eval; however, the pbu cable is currently quarantined in the hospital's risk management. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.